Manufacturer narrative:
No patient injury has occurred following this incident. The product is already undergoing design modification with improvement to deployment device and attachment/detachment mechanism.

Event description:
Customer stated a bravo capsule failed to attach. The capsule remained on the delivery system. No injury was caused to the patient.